Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. It is presumed that the reported phenomenon is due to deterioration. Since foreign matter is hard to be attached because the socket has been already cleaned, and same phenomenon is occurring even in other endoscopes, and it is also occurring in the loaned light source. It is assumed that an abnormal occurred in the scope communication due to the failure of the connector part of the subject device in question or some kind of component on the board. The exact cause of the root cause of the failure on the connector part or the board could not be conclusively determined, but it is assumed that it is an accidental failure due to aging since more than seven years have passed since delivery. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the scope communication error b30 occurred. There was no report of patient injury associated with the event.